Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitor's light was blinking red for an unknown reason. Patient services assisted the patient with completing a remote interrogation and referred the patient to their clinic. The pacemaker remains in service and no adverse patient effects were reported.